Event description:
It was reported the patient is having difficulty recharging her implant and communicating with the charger. The sjm representative confirmed the issue. The patient's programmer can communicate with the ipg. The patient has been without stimulation for two weeks. A replacement charger was shipped to the patient which did not resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.